Event description:
It was reported by service report that the bed was drifting on the foot end and there was intermittent scale display functionality. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: scale control board. Failed nut in footend lift motor.